Event description:
At the end of endobronchial ultrasound, when changing to 190 olympus bronch scope, no color was visible. Only black and white images. New 190 scope brought in by endo tech. Same black and white image. At this time, charge nurse called to room. Rn retrieved 3rd 190 scope, and same black and white image on screen. During this time of mechanical difficulty, patient was bleeding from left upper lobe (lul) from ebus samples. Dr stated he was not able to control the bleed with no visibility and patient was "absolutely adversely affected" by mechanical error of scopes. Finally, after shutting down processors and taking away entire screen, color was restored. Injury note: patient with bleeding during biopsy of lul, and was not able to stop bleeding promptly due to equipment issue. Treatment note: patient received 85 ml of sodium bicarbonate to stop bleeding. Olympus # 190. Seems there was a communication issue between scopes and processor. Issue was solved after rebooting olympus processor, which cleared the communication issue. No problem with scopes.